Manufacturer narrative:
Results - bd received (B)(4) samples and (B)(4) photos from the customer facility for investigation. (B)(4) of the returns were taken at random, and each used to draw five vacutainers with horse blood, using bd suhs. None of the np sleeves failed to recover their np needles during the exercise. The photo was evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the rubber sheath of the bd vacutainer® multi sample blood collection needle did not recover after use. No serious injury, blood to mucous membrane exposure or medical intervention was reported.